Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition. A lead revision procedure was performed, the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.